Event description:
Malfunction: system shut down. The facility biomedical engineer reported an intermittent system message. The system shut down at the end of the case. The surgeon had already completed surgery. The nurse attempted to troubleshoot the system by rebooting. The system wouldn't reboot. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message was found in the event log. The host assembly was replaced for diagnostic purposes. The system was then tested and met all product specs. The host assembly has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).